Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the cause of the cai is unknown. It is unclear if the cai may have dissipated with some time; however, a second valve was deployed and the procedure was completed successfully. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, after the 50:50 placement of a 23mm valve there was mild to moderate paravalvular leak (pvl) and mild to moderate central aortic insufficiency (cai). They added 1cc to the balloon and post-dilated. This improved the pvl to mild, and although there was a slight improvement with the cai, the team decided a second valve should be placed. A second 23mm valve was placed. Post deployment of the second valve, the pvl completely dissipated and the cai went down to mild; 25 minutes post procedure, the cai had resolved to trace, and the patient was stable. The cause of the cai is unknown,